Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents started noticing differences in hearing performance with the device - (reduction in speech like sounds) about one month ago ((B)(6) 2025). A follow up with surgeon is scheduled for evaluation and imaging.

Event description:
The user's parents started noticing differences in hearing performance with the device in (B)(6) 2025.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Diagnostic imaging and further technical checks are planned but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's parents started noticing differences in hearing performance with the device in (B)(6) 2025. The user was re-implanted.